Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "wire kinking during use. No patient harmed." The current condition of the patient is reported as "fine."

Event description:
The complaint is reported as: "wire kinking during use. No patient harmed". The current condition of the patient is reported as "fine".

Manufacturer narrative:
(B)(4) the customer returned one arterial catheterization device for evaluation. No signs of use were observed. Visual examination revealed the guidewire was kinked at primarily three locations near the proximal end. The distal weld was intact. The returned guide wire contained three distinct kinks near the proximal end. The kinks were located at 7/16, 9/16 and 12/16 inches from the distal end of the guidewire handle, respectively. The length of the guidewire handle measured to be 0.375 inches which is within specifications of 0.370 - 0.380 inches per product drawing. The length of the guide wire from the distal end of the handle measured to be 4 8/32 inches which is within specifications of 4 6/32 - 4 12/32 inches per product drawing. The outer diameter of the returned guide wire measured to be 0.440 mm, which is within specifications of 0.432-0.457 mm per product drawing. The returned guide wire was advanced through the returned catheterization device with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed the distal weld was fully intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit includes the following instructions, warnings and cautions for the user: "precaution: if res istance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire was primarily kinked at three locations near the proximal end. The sample passed all relevant dimensional and functional testing, and a device history record review was performed based on a potential lot number with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.